Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the left circumflex artery. After implanting an stent in the ramus, a part of the stent was sticking out of the ostium. A promus premier drug - eluting stent (des) was then advanced to treat the lesion however, the stent was caught in the previously implanted stent and was pulled off the balloon. The procedure was completed with this device. Patient's status was fine.